Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. During procedure, the left bundle branch (lbb) lead had difficulty extending its helix due to built up torque and the helix was found to retract to release the built up torque despite having the helix locking tool on. Upon several attempts, the lbb lead was implanted. The patient was in stable condition throughout.